Event description:
It was reported that the device overheated. No other add'l info was provided by the user facility.

Manufacturer narrative:
Internal components were evaluated which revealed that the bearing were damaged.